Event description:
A surgeon reported that a patient presented with corneal edema and white, wrinkled descemet's membrane at a 1 day postoperative visit. The patient was readmitted to the hospital for drip infusion of steroid. The corneal edema has resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).